Event description:
It was reported that during da vinci-assisted surgical procedure, site contacted intuitive technical support engineer (tse) to report universal surgical manipulator (usm) 1 moved on its own. Surgeon described the movement as a brief, small waving motion. Surgeon explained it felt like bedside staff had clutched the arm and was moving it, but no one at the bedside was touching the arm. System logs showed no associated errors. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse examined logs and found no related errors for arm 1. Inspected arm, tested and verified. No issue could be found. The system was tested and verified as ready for use.